Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind test, basic occlusion test, self test and a21 error test. No rewind anomaly, display anomaly or back light anomaly noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. Device was unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Unable to complete the functional testing or verify drive/motor anomaly due to prime anomaly. The motor was tested outside of the device and passed. Device had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were less responsive and insulin pump had motor error alarms as well as insulin squirting during priming. Customer¿s blood glucose level was unknown. Customer stated that the buttons were harder to press and sometimes had to press buttons twice. Customer also stated that the insulin pump display light was dimmer, rejected new battery, slower during rewind and motor sounds was labored. Customer decline to troubleshooting with technical support. The insulin pump will not be returned for analysis.